Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, lens remains implanted in the eye. Section e1: email address: unknown/not provided, as information was requested but not provided. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the non preloaded monofocal intraocular lens (iol), surgeon found some round shaped thing resembling bubble on the left side of the optic. As the patient is elderly, the surgeon left the iol in the patient¿s eye. Additional information indicated that the postoperative vision had not improved as expected due to the patient's severe cataract condition. However, the surgeon had not received any complaints from the patient. There is no report of use error. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation: no. Section d9 - date returned to manufacturer: not applicable as the device was not returned, only photographs were provided. Section h3 - device evaluated by manufacturer: no . Device evaluation: the lens was not received for evaluation. The customer provided photographs were reviewed. The photos show a pseudophakic eye implanted with an intraocular lens claimed to be a sensar one-piece iol (model aab00). A spherical shape discoloration can be observed located in the left and upper lens quadrant (in relation to the picture orientation) and involving all the mid periphery. Due to the discoloration size and location, it is possible to cause some visual quality compromises. A definitive clinical impact and incident root cause cannot be determined from a photo assessment. The complaint issue "cosmetic issues" was not identified during photo evaluation. The observed "discolored" is similar to the reported complaint issue. Manufacturing record review: the manufacturing records for the device were reviewed and no nonconformity report was found as part of this manufacturing records review. A search in the complaint system revealed no other complaints have been received for this production order number. Conclusion: based on the complaint investigation results, the issue will be further investigated. Should relevant new information be found, a supplemental report will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.